Event description:
The power cord that runs from the wall outlet into the back of the ventilator became dislodged and stopped making contact. The cord had to be pushed back into the socket to establish contact to supply power to the ventilator. The ventilator went onto battery back-up when the cord lost contact.